Manufacturer narrative:
Per the manufacturing sales representative, this has been an ongoing issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) does not seem to be holding the calibration. The numbers do not seem to be reading properly per the perfusionist (ccp) in comparison to the other bpm units. The device was not changed out, as they used the bpm to complete the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) mentioned, this specific blood parameter monitor(bpm) has recently exhibited signs of inaccuracy when comparing to their I-stat laboratory analyzers. During the procedure on (B)(6) 2014, the ccp stated the arterial ph and partial pressure of carbon dioxide (pco2) were much different than the same measures on the I-stat. The gas calibration was successful and no error codes were displayed. After the first dose of cardioplegia was administered and the patient was stable (about fifteen minutes into cpb), an in-vivo calibration was completed. The ph on the I-stat was measured as 7.34 and the bpm ph was measured at 7.22. The pco2 of the bpm was reading higher than the I-stat. After, the in-vivo calibration was done, the bpm was still measuring the ph lower and pco2 higher than the I-stat. This is not the usual behavior and their other bpm's are not acting in this manner. Prior to the first in-vivo calibration, the gas flow to the oxygenator was increased in attempt to lower the pco2 and raise the ph. These are normal perfusion practices in order to increase carbon dioxide (co2) removal of the oxygenator. The ccp stated that in-vivo recalibrations were done every thirty minutes, as they did not trust the bpm. The other parameters closely trended with the I-stat. The case was completed successfully, without delay and without associated blood loss.

Manufacturer narrative:
The reported complaint was not verifiable. This complaint is not verifiable due to inability to recreate clinical settings. The service repair technician (srt) noticed that changing the temperature setting from "actual" temperature to 37 degrees celsius "adjusted" temperature mimicked the inaccuracies observed (ph and partial pressure of carbon dioxide [pco2]). However, the partial pressure of oxygen (po2) was also off which wasn't mentioned by the perfusionist (ccp) and it doesn't give enough evidence to be the root cause. Intensity values for each blood parameter monitor (bpm) channel were stable over a sample run spanning a period of 14 hours using a traveling standard reference sensor test (srs). No additional action will be taken at this time.

Manufacturer narrative:
Note: this report has been updated as result of a complaint file remediation protocol.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.